Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was received for evaluation. During visual inspection, the ac adapter was found to have a broken connector. Functional testing was performed by running a simulated infusion. The pump did not replicate the reported events. The reported condition was not verified. As a precaution, preventative maintenance was performed and the ac adapter was replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the event history log was reviewed which showed no reportable conditions. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over-infused and wouldn¿t stop flowing. During a norepinephrine infusion, the patient obtained their target blood pressure, and the infusion was stopped per the doctor¿s orders. Despite stopping the novum pump, the blood pressure continued to rise to 230 systolic. The patient was administered an unspecified medication to reduce the blood pressure. The nurse removed the tubing from the central line and noted that the infusion continued to flow even though the pump was in off mode. The pump was swapped. No further information was available at the time of this report.